Event description:
Pharmacist reports 5 patients were found to have blood sugars less than 30mg/dl. Two of the patients were reported to have blood sugars of 6mg/dl. These two patients received i.v. Boluses of 10% dextorse to elevate their blood sugar and their insulin pumps were discontinued. The pharmacist reports all patients recoverd. The facility would not release information to identify which patients experienced the blood sugars of 6mg/dl. Pharmacist reports the nurses caring for the patients checked the tpn solution with a "glucose strip" and also a urine dipstick. The results were negative for thr presence of dextrose. No other clinical information was provided. Tpn order the patient ID 565: dextrose 11.5% total weight of tpn solution programmed equals 185gm. Actual was 183gm. Pharmacy used multitask to generated labels, but did not use it to assist with compounding. Pharmacist states the compounding is set up by a pharmacy technician and verified visually by a pharmacist.